Event description:
It was reported that during a lap nissen procedure, the device kept double firing. It dumped clips into the open womb three times. Was able to retrieve all clips out of wound. Opened new product, same product code to complete case. Surgery extended by 20 minutes. Second device worked fine.